Event description:
Information received indicates the hi/low function moved up unintentionally and will not go back down.

Manufacturer narrative:
The facilities maintenance has not completed repairs to the bed.